Event description:
During a remote follow-up, post-paced t-wave oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time. The patient is stable with no consequences.